Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 93 mg/dl, 44 mg/dl, 64 mg/dl, and 78 mg/dl. Controls were run and in range. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Requested return of suspect device and replacement was sent.